Event description:
The customer contact reported unable to deliver medication through a clave port. The plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate. At an unspecified time, it was reported that the male luer adapter of an unspecified 60 ml syringe was connected to the clave y-site of the tubing set for delivery of idarubicin 25 mg/25 ml via IV push. At this time, the customer contact reported that the nurse was unable to deliver the medication through the clave y-site. No specific details were provided. It was reported that the nurse attempted to disconnected the syringe from the clave y-site. At this time, the silicone sleeve of the clave y-site came out of the clave port with the syringe. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.